Event description:
The pt stated that two of his infusion tubings have separated from the luer lock. He stated that the inner tubing of both were still attached. He stated he changed the tubing and continued to use his infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.